Event description:
I was very excited when my sister gave me this product. She ordered one for herself also. I believe they were (B)(6) each. What a disappointment. I read all the instructions and put brand new batteries in. I left wax-vac in ear 2 different times for 5 minutes each. No where in the instructions does it say what the light is for. I thought it was perhaps heating up. The wax vac, but no, I see no purpose. I am mechanically inclined, and do some work on my car. I feel the product is a fraud and we want out money back